Manufacturer narrative:
The customer photos were returned for investigation. The analysis of the photos verifies the incident reported of the broken centrifuge bowl during a customer procedure. Further investigation showed that the bowl cover and parts of the bowl were still locked into the instrument platen. Review of the components used to build the kit lot found no related non-conformances. The complaint kit lot met all release requirements. A root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required. Investigation completed. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f311 was reviewed. There were no non-conformances. This lot met all release requirements. A review of kit lot f311 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete.

Event description:
The customer has called to report a centrifuge bowl break. Customer stated that they had just finished purging air and establishing separation. They were beginning to collect/draw when the bowl then broke. Customer was unsure how much whole blood processed. Customer did state that usually during this time in the treatment there is about 200-300ml wbp. Customer does not know if any alarms occurred before the bowl broke. There was no blood returned to the patient and no uvadex was injected. The patient was said to be stable and the nurse says it is a non-serious event. They were able to complete a successful treatment on this patient today using a different instrument and different kit lot. The customer will not be returning the kit but will be providing photos for the incident.